Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced nighttime hypoglycemia while using the ilet pump and believed the device continued delivering insulin during lows; the patient also reported prolonged bleeding after removing an infusion site, which was attributed to a possible vessel strike. Symptoms included hypoglycemia down to 53 mg/dl with fogginess. Outcomes included self-treatment with oral carbohydrates and subsequent improvement without medical intervention or hospitalization. Investigation included review of device data and troubleshooting with a clinician educator, after which the patient adjusted evening food intake and reported reduced nocturnal lows. Investigation of this case revealed no device alarms or malfunctions and suggested user-level factors and infusion site variability as likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely multifactorial, with use-related and physiological factors considered.